Event description:
It was reported during device change out, externalized conductors were observed via fluoroscopy. The lead was left implanted with normal electrical function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.